Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a persistent atrial fibrillation procedure in navx mode, a pericardial perforation occurred which was diagnosed by fluoroscopy. No intervention was required. The patient was monitored, and no further health consequences were reported. After the transseptal puncture and placement of the mapping catheter, it was noted with fluoroscopy that the sheath reached too far into the left atrium and stuck in the left lateral roof, which was confirmed by contrast medium. When the mapping catheter was being pulled back into the sheath and the sheath location was being checked with fluoroscopy, the perforation was confirmed. A small drop in the patient's blood pressure was noted, however they stabilized and only monitoring was needed. No pericardiocentesis was needed and the procedure was ended due to the perforation. There was no performance issue related to the sheath.